Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was administered anesthesia on (B)(6) 2016 to facilitate excision of tissue overlaying implanted fixture and placement of an abutment. The implanted device remains.